Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was returned separated from the sds. The stent appeared expanded with stent struts pulled and stretched. An examination of the balloon found that the balloon wings were relaxed appearing as if the balloon had been inflated. There was contrast media present inside the balloon. It is noted that if positive pressure was applied to the balloon, that this in turn would compromise the stent securement and possibly result in the stent deploying from the balloon. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks on several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on analysis completed on 10-may-2017. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). Following pre dilation, a 3.50x20mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and patient's status was good. However, returned device analysis revealed stent detachment and stent damage.